Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the 14v battery was not confirmed. The reported event of decreased run time on the 14v battery was not confirmed. A log file was submitted for review and data from the reported event date of 15jul2024 was reviewed. The data in the log file did not indicate any issues with the 14v battery. No atypical alarms were observed in the log file. The pump maintained a speed within the low-speed limit without any issues throughout the log file. The 14v battery was not returned for analysis. Multiple attempts were made to obtain additional information, including if any equipment was exchanged and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 14v battery, serial number (B)(6), revealing that the battery passed all inspection testing. The 14v battery was shipped to the customer on (B)(6) 2023. Heartmate 14 volt li-ion battery instructions for use (IFU)explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ informs the user to ¿never submerge the driveline, system controller, or any external system components (such as the 14v batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the pump to stop.¿ section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller, 14v battery, and battery clip must be kept dry at all times and to never swim or take baths. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ and heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains the operation of 14v batteries in the heartmate system. This section informs the user that a pair of fully charged 14v batteries can power the system for 6 to 17 hours, depending on the patient¿s activity level, and to take batteries out of service if they do not provide at least 4 hours of support. This section also informs the user that the amount of time that the 14v batteries can support the system for decreases as the batteries get older. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ and heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ addresses how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the 14v battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's equipment got wet while showering on (B)(6) 2024. There was no corrosion seen on the system controller or within the cables. One tone was slightly softer during the self-test but otherwise successful. Log files were submitted for review and captured no unusual events. It was additionally reported that the batteries had water damage and would not hold a full charge.